Manufacturer narrative:
(B)(4). The customer no longer has the test strips to return.

Event description:
A nurse complained of erroneous inr results for 1 patient tested on coaguchek xs meter (B)(4) and coaguchek xs meter (B)(4). The patient was initially tested on meter with serial number (B)(4) and the result was 2.9 inr. The patient was tested again on the meter within an hour and the result was 3.6 inr. The nurse drew a sample for the laboratory. The laboratory result from an unknown method was 3.0 inr. The nurse then tried another meter. The patient was tested on meter with serial number (B)(4) and the result was 3.9 inr. The patient was tested on meter with serial number (B)(4) within 30 minutes and the result was 2.9 inr. The nurse wasn¿t sure if either meter was correct. No changes were made to the patient¿s coumadin dose based on the meter results or the result from the laboratory. The patient¿s therapeutic range is 2.0-3.0 inr. No adverse event occurred. The patient is stable. The patient is not anemic, has no antiphospholipid antibodies and is not on heparin or direct thrombin inhibitors. The customer used 2 different vials of the same lot number of test strips with the meters. Both meters and test strips were requested for investigation. All the test strips from both vials have been used up and are no longer available to return. The customer returned the meters. The test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Coaguchek xs meter with serial number (B)(4): donor #1: master lot and retention meter: 2.3 inr. Donor #1: customer¿s meter and master lot strip: 2.3 inr. Donor #2: master lot and retention meter: 2.7 inr. Donor #2: customer¿s meter and master lot strip: 2.6 inr. Coaguchek xs meter with serial number (B)(4): donor #1: master lot and retention meter: 2.3 inr. Donor #1: customer¿s meter and master lot strip: 2.3 inr. Donor #2: master lot and retention meter: 2.7 inr. Donor #2: customer¿s meter and master lot strip: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 119110-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.